Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the mca (middle cerebral artery) stenosis procedure the physician prepared a balloon to dilate. The guidewire (subject device) was used to build access. The physician delivered the guidewire (subject device) and microcatheter to the lesion. Following delivery to the lesion the physician found manipulation control of the guidewire (subject device) was decreased. Upon withdrawal the physician found the guidewire (subject device) was fractured at the distal tip. The entire fractured guidewire was replaced with a new device and the procedure was continued without clinical consequences to the patient.

Event description:
It was reported that during the mca (middle cerebral artery) stenosis procedure the physician prepared a balloon to dilate. The guidewire (subject device) was used to build access. The physician delivered the guidewire (subject device) and microcatheter to the lesion. Following delivery to the lesion the physician found manipulation control of the guidewire (subject device) was decreased. Upon withdrawal the physician found the guidewire (subject device) was fractured at the distal tip. The entire fractured guidewire was replaced with a new device and the procedure was continued without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Only the proximal fragment of the guidewire device was returned. The lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal fragment was inspected and was noted to be broken along the nitinol tubing with the core and platinum wire exposed. The distal end was not returned. The core wire distal end could not be observed. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed based on analysis and the reported guidewire torque problem could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was moderately tortuous. During analysis the guidewire was returned with only one fragment at 186cm. No other anomalies noted to the guidewire. An assignable cause of procedural factors will be assigned to the as reported event of guidewire torque problem as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the as reported and as analyzed code of guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid). Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid. Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a. We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally: the 510(k) number has been corrected from k032146 to k002907 in accordance with the global unique device identification database (gudid).

Event description:
It was reported that during the mca (middle cerebral artery) stenosis procedure the physician prepared a balloon to dilate. The guidewire (subject device) was used to build access. The physician delivered the guidewire (subject device) and microcatheter to the lesion. Following delivery to the lesion the physician found manipulation control of the guidewire (subject device) was decreased. Upon withdrawal the physician found the guidewire (subject device) was fractured at the distal tip. The entire fractured guidewire was replaced with a new device and the procedure was continued without clinical consequences to the patient.